Manufacturer narrative:
Unit was received with no button response on the select button after battery insertion due to moisture damage on the keypad traces. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Unable to verify critical pump error alarms due to unresponsive keypad. Unit was received with scratched casing, minor scratches on lcd window, missing display window cover, pillowing keypad overlay, cracked case on battery tube area, slightly faded serial number label, peeling end cap address label, severe corrosion in force sensor assembly, moisture damage on motor assembly, severe corrosion on all electronic assemblies and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed insulin alarmed critical pump error. The customer¿s blood glucose level was 160mg/dl at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump. The insulin pump will be returned for analysis.